Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes customer found the stopper badly uncorked, with the septum remaining on the tube while the cap is removed. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: some bd tubes are badly uncorked, with the septum remaining on the tube while the cap is removed. This is happening more and more regularly on the chain (decapper), but the same phenomenon has also occurred when uncorking by hand.

Manufacturer narrative:
H.6 investigation summary: material #: 363048. Lot/batch #: 3086877. The ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes customer found the stopper badly uncorked, with the septum remaining on the tube while the cap is removed. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: some bd tubes are badly uncorked, with the septum remaining on the tube while the cap is removed. This is happening more and more regularly on the chain (decapper), but the same phenomenon has also occurred when uncorking by hand.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.